Manufacturer narrative:
Updated fields- b4, d9- return to manufacture date, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcb, front end board to resolve the issue. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received pcb, front end nbs with a reported unit failure of not slaving EKG signal.the failure analysis and testing dept. Performed a visual inspection and observed a residue on j1 and j2 of the front end board. This residue is consistent with saline.due to the damage on j1 and j2 jacks, and the risk it poses, the fat dept. Cannot investigate this complaint any further. However, the probable cause of not slaving the EKG signal is the saline on j1 and in j1.

Manufacturer narrative:
Corrected field- h6- investigation conclusions.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) experienced an issue with the slaving of the EKG signal. No harm reported.